Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the actual lead was not received, but we did receive performance data and have analyzed the data. Four - patient alerts for rv pace lead impedance between (B)(6) 2013. Weekly pace lead trend data shows a gradual increase for min and max v.pace= 672 to 3344 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that there was a gradual increase in the pacing impedance, resulting in high impedance. The lead remains in use. No patient complications have been reported as a result of this event.